Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. The catheter was visually inspected for any damage that could have resulted in the deployment issues observed in the field. No observations were noted on the device or tip. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device was deployed to basket and flower position with no unusual resistance noted. The reported clinical observations were not confirmed by the analysis results. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the guidewire became unable to be advanced or retracted in the catheter and the tip of the catheter was damaged. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was tested and inserted with no issues. When wiring one of the right-sided pulmonary veins the guidewire became unable to advanced or retracted despite multiple attempts to do so. When the catheter was removed from the patient damage to the tip of the catheter was noticed. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became unable to be advanced or retracted in the catheter and the tip of the catheter was damaged. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was tested and inserted with no issues. When wiring one of the right-sided pulmonary veins the guidewire became unable to advanced or retracted despite multiple attempts to do so. When the catheter was removed from the patient damage to the tip of the catheter was noticed. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis; however, media inspection of a picture attached to the complaint was performed, which showed evidence of damage to the tip of the catheter. The clinical observation of a stuck guidewire could not be confirmed from the picture.

Event description:
It was reported that the guidewire became unable to be advanced or retracted in the catheter and the tip of the catheter was damaged. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was tested and inserted with no issues. When wiring one of the right-sided pulmonary veins the guidewire became unable to advanced or retracted despite multiple attempts to do so. When the catheter was removed from the patient damage to the tip of the catheter was noticed. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.